Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: during investigation, the pump was powered on and the display was found to function properly. The complaint of a dim, faded display was not duplicated during testing. The display was clear and legible. The pump was opened and no damage to display connector or display flex cable was observed; the display connector latch was secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.